Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call that they want the insulin pump to have functional check. Customer's blood glucose was 161 mg/dl. The customer stated that she had car accident on her way home from work. The customer stated that the device has no physical damage. The customer stated that drive support cap appears normal. The customer was advised to perform a self-test and it passed. The customer is able to perform the displacement test and it passed. The customer's husband was advised that the device is working as designed and to monitor pump.